Event description:
It was reported that the customer was hospitalized for high blood glucose levels in (B)(6) 2014. It was also reported that the customer experienced a low blood glucose event while driving and had a car accident over a year prior to the call. The customer declined to provide any further information and declined to speak with the 24 hour helpline. Attempts to contact the customer thereafter were unsuccessful. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.